Event description:
During the initial two-level procedure, md implanted a 44mm plate but was unable to get one of the locking screws on the plate to tighten. The md removed the entire construct and replaced with another plate and rescue screws. One of the locking screws on the second plate would not tighten. The procedure was completed using a third plate and rescue screws from the second plate.

Manufacturer narrative:
.